Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient has been without stimulation for the past few weeks. The pt programmer and charger can locate the ipg; however when amplitude is turned up, stimulation is not present. Reportedly, no reprogramming has taken place since implant. Follow-up identified the patient was scheduled for reprogramming. Further follow-up revealed diagnostic testing indicates a lead may be fractured. Surgical intervention may be undertaken at a future date.